Event description:
It was reported that during a gastroplasty procedure, one of the loads from a surgical kit presented problems during firing. The same was replaced and follows for analysis. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete cycle. The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What was the product code and lot/batch number for the stapler used with the tr45w cartridge? The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.